Event description:
Received a false positive covid report in the ellume covid 19 home test. Next day lab test showed negative result (within ten hours of home test). Lot # 21196-956, analyzer ID (B)(4). FDA safety report ID# (B)(4).